Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s touchscreen was cracked, and the user elected to discontinue pump therapy and use insulin pens while a replacement was arranged. Symptoms included no changes in blood glucose. Outcomes included no injury, no medical intervention, and continued glucose monitoring with a compatible cgm application or receiver. Investigation included user education on device shutdown, data sync to the mobile app, and confirmation that the device would no longer be watertight and would require replacement. Investigation of this case revealed a damaged display component consistent with physical damage to the touchscreen, with device function not guaranteed and waterproof integrity compromised. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.